Event description:
Peri prosthetic fracture of securfit advanced. Second occurrence. Stem subsidence and fracture occurs. Surgeon believes a tolerance issue with sa broaches and hence has switched back to securfit.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.